Event description:
Straight catheter kit only came with one cotton ball. The kit is supposed to come with five cotton balls. The kit was discarded, and a new kit was obtained. The new kit had five cotton balls.